Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 pressure regulating balloon due to unspecified reason. Additional information received stated that the patient experienced insufficient urethral pressure and his condition improved following procedure.